Event description:
Event description boston scientific received information that this pacemaker was explanted after 4 years and 4 months in service. The physician and the field representative called technical services to request a written analysis of the device as the battery longevity was in question.